Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient had a battery implanted back in 2009 that performed very well. The battery did come to its end of life, so a new battery was placed. Soon after that replacement surgery, they developed what seemed like electric shock or short circuits in the vaginal/rectal area and an urgent replacement was then carried out. Post-surgery, the healthcare professional (hcp) informed patient that a broken lead was inside of patient and that hcp was unable to remove it. Patient stated that this was the first they heard of any issue with a lead having broken or that it could break/break off. Patient also stated that the hcp could see the tip of the broken lead but that it was too deep to be removed safely. The abandoned lead could not be recovered and remains inside patient. Due to this, patient has been unable to have mris that are available to others.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot#: v107144, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 15-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had abandoned electrodes. Patient reported seeing the "MRI cannot be determined" page and it read "not full body MRI eligible due to abandoned product". Patient has a spinal leak and said that might be related to the abandoned product and will be seen at (B)(6) university. Patient reported electrodes broke off "in 2013". Patient stated feeling a "shift" in her spine mid (B)(6). Patient was diagnosed with a spinal leak in the beginning of (B)(6). Patient reported experiencing spinal headaches that persisted despite blood patch treatment. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v107144 serial# implanted: (B)(6)2009 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the broken lead was due to scar tissue from previous implant, 2014. Did not provide reduction in symptoms. It was decided at the time of procedure to leave broken lead in place. New implant was placed in right side.